Manufacturer narrative:
The customer returned the pump for an alleged insulin flow blocked alarm and then the frozen screen at the medtronic logo (with audio alarm) found on 11/22/2022. The pump powered up after battery installation and displayed a flashing medtronic logo. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or download the trace and history files using thus due to flashing display anomaly. The pump was cut open for a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. The flashing medtronic logo and download difficulty are confirmed, fault isolated to the electronics. Due to moisture damage on the electronic assembly (pcba 1 and pcba 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, serial number label faded, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. The flashing medtronic logo (frozen display) and download difficulty are confirmed, fault isolated to the electronic assembly (pcba 1 and pcba 2). Insulin flow blocked alarms are unknown due to download difficulty. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported that there was an insulin flow blocked alarm on the insulin pump and the insulin pump had a frozen screen. No harm requiring medical intervention was reported. Troubleshooting was performed for the frozen display but the issue was not resolved. The customer was able to clear the insulin flow blocked alarm by complete set change. The customer will discontinue using the device and the insulin pump will be returned for analysis.